Event description:
The reporter indicated that while in the lab during certification training they observed a shock not being delivered. Pacing was observed with a sudden onset of a tach. Only after locking on high rate are the intervals being counted. A pt was not involved in this event.

Manufacturer narrative:
This should not have been a reportable event since this device is used for demonstration purposes.